Event description:
It was reported that during an unsuccessful attempt to place a coronary stent, the stent dislodged. The physician was unable to locate the stent and it remains in the patient. Patient status is listed as "okay".